Event description:
Patient was admitted to pacu from or post left upper lobectomy with pleur-evac a-7000 attached to both left chest tubes. The pleur-evac was connected to 20 cm h20 suction by attaching a connecting tube to an ohio suction regulator and wall suction set at 20 mm hg pressure. Bullbe in the suction control chamber were completely synchronous with the bubbling in the water seal chamber and occurred intermittently with respirations. A second unit was substituted but had a defective one-way valve (to reduce excess negativity). This unit was of the same lot number a the first unit. A third unit was placed on the patient which appeared to function satisfactorily. On the second post-operative day the patient was returned to surgery for exploration due to persisttent air leak and a small pneumothorax on x-ray. The patient was returned to surgery on 8/12 and a small area of bronchus was resutured. Post-op the air leak was minimaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, none or unknown, none or unknown, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.